Event description:
Healthcare professional reported they injected patient with 1ml of juvéderm® volift¿ with lidocaine into the tear trough and immediately after injection, patient complained of "floaters / halos in the right eye for 3-5 minutes. No vision problems." The symptoms resolved by the time the patient left the clinic that day.

Manufacturer narrative:
Clarification to e.1. Phone number:(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.